Event description:
The pt underwent proctectomy and resection of rectal tumor. During the procedure 7 mm drain placed. 9/9/96 the pt was being prepared for discharge. The physician removed the drain sutures, suction was taken off bulb and traction was placed on the drain to pull it out. Pt experienced a "pressure" feeling. While attempting to remove plastic portion of the drain. A small portion of drain was retained in the pt. Attempts to remove the retained the drain portion was removed from the peri-rectal space. Post operatively, the pt did well and was discharged home on 9/11/96.